Event description:
It was reported that the customer was hospitalized due to vial infection and low blood glucose. The mother stated when the customer had a doctor's appointment, she had a 107 degree fever and her blood glucose dropped to 35mg/dl. The mother stated that the customer is improving and back on the insulin pump therapy. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.